Event description:
The initial reporter stated they received discrepant results for two patient samples tested with uric acid ver.2 on a cobas 8000 c 702 module. The first sample initially resulted in a uric acid value of 0.15 mg/dl with a data flag and it repeated as 5.57 mg/dl. The second sample was tested on 11-dec-2024 and initially resulted in a uric acid value of 1.03 mg/dl with a data flag. The sample was repeated, resulting in a value of 3.01 mg/dl.

Manufacturer narrative:
The uric acid reagent lot number was 82364901, with an expiration date of 30-sep-2025. The field service engineer changed an aspiration tube on a cell rinse unit because the needle/tube dripped during cell washing. Calibration and controls were acceptable. A general reagent issue can be ruled out. The investigation determined the service actions resolved the issue.